Event description:
The trial pt (B)(6) was implanted with a lead on (B)(6) 2011. It was reported the pt lost stimulation three days after implant. Efforts to recapture therapy through reprogramming proved unsuccessful. The pt denies any occurrences which may have attributed to this event. The lead was explanted on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.